Manufacturer narrative:
Follow-up #1: date of submission 05/25/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the black box data revealed records of power on reset. On investigation, the returned battery cap and the battery compartment were intact and without damage. The battery cap was evaluated and found to measure within require specifications and fit securely to the pump. The pump powered on without alarm and was exercised for 24 hours without any interruption in power. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a power (intermittent power) issue. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.